Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The soft cannula was not seen through the needle well. The device completed first prime at 45 pulses and was deactivated at 45 pulses. First prime was completed, but second prime was not completed. The device was deactivated before the needle mechanism could deploy. The device did not deploy; therefore, the device could not deploy early.